Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. There are no units in our stock. We have received 35 closed samples for analysis. We have tested the knot pull tensile strength of all samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 1.15 kgf in average and 1.05 kgf in minimum (ep requirements: 0.92 kgf in average and 0.31 kgf in minimum). Knot pull tensile strength results before releasing the product were 1.17 kgf in average and 1.07 kgf in minimum and fulfilled ep requirements. We have also tested the needle attachment strength of all samples received and the results are: 0.75 kgf in average and 0.22 kgf in minimum (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum). One of the samples does not fulfil the minimum, but 1 low value in 15 tested units is accepted, according to the requirements of the european pharmacopoeia (ep). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Remarks: when working with silkam suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders do not damage the material by being pinched or kinked. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported that there was an issue with silkam black. The thread is broken and the needle is detached from the thread. It was intraoperative, general surgery service, in liver transplant surgery. No patient data available.